Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Can you identify the product code of vicryl suture used during your procedure? Was an external dressing placed over the wound site post procedure? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent right total knee replacement on an unknown date and suture was used. The suture was placed subcuticular in the patient¿s knee. The patient reported a severe allergic reaction to something in the knee from the surgery. The allergic reaction was managed with benadryl 50 mg every 6 hours and topical steroids every 8 hours. Due to the persistence of hives and drainage from the wound, on (B)(6) 2019 the patient was prescribed medrol oral steroids 32mg x4 days, 24 mg x 3 days, 16mg for 3 day and continuing to taper. The patient reported to be recovering from total knee replacement and have lost range of motion due to swelling that accompanied the allergic reaction. Additional information has been requested.